Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. There was a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pumps history shows that it had a daily total average of 1.0 units to 5.6 units a day. The daily bolus total 0 to .5 units a day.

Event description:
It was reported that the customer passed away in the hospital. The cause of death was liver failure. The customer was hospitalized on (B)(6) 2015. The customer had an infection. The customer had liver cancer 10 years ago. The customer's blood glucose at the time of death was unknown. However, the customer's last recorded blood glucose was 153 mg/dl on (B)(6) 2015 at 4pm. The customer was not wearing the insulin pump at the time of death. The device was removed from the customer's body at the hospital on (B)(6) 2015 and the customer was off pump therapy from (B)(6) 2015 to the date of death, (B)(6) 2015. The caller did not know if the customer used sensors or if the customer was wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.